Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The defect reported by the customer has been verified and repaired using the measures listed in the "proof of repair".on inspecting the device, further deficiencies were found to be impairing device function. Following activities were performed: the relay board was found to be defective and was replaced, damaged rf board as well as damaged psu board were replaced. Case upper and case lower were physically damaged and were replaced. Functional tests were completed according to the test procedure. By built-in-test (bite) indicated fault codes analysed. The unit was cleaned and calibrated newly. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during an unknown procedure the vapr vue generator displayed an error code. Another generator was used to complete the procedure. There was no reported surgical delay. This is report 1 of 1 for (B)(4).